Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, this was a sleeve gastrectomy performed on (B)(6) 2015 that required a reoperation on (B)(6) 2015. It was the second to last firing, in the middle of the 60mm staple line there was a 5mm opening in the tissue. Nothing leaked when they filled up the stomach for the leak test originally. For the second to last firing the hole was noticed. Surgeon left the hole open and placed a drain in. Currently there is a drain in the patient. The patient will have the drain pulled later on through an egd scope and clips will be used to close to hole. Patient is currently hospitalized with the drain through the stomach. The patient is stable. No blood loss. No buttress material was used

Manufacturer narrative:
(B)(4).